Manufacturer narrative:
Visual inspection performed by r&d product manager on 05 march 2018 during the inspection it is evaluated that the welding between the rod and the terminal is broken and in addition the rod threaded part is broken inside the terminal. It seems that during usage the welding part has been broken by transferring the load during hammer blows on the rod. This caused the breakage of the rod part. In addition, the threaded terminal part is scratched. It seems that during repeated usage this part has been ruined. The instrument has been on the market since 2011.

Manufacturer narrative:
Batch review performed on 13 december 2017. Lot 1110481: (B)(4) items manufactured and released on 14 sept 2011. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
The versafitcup cc cup impactor was screwed into the cup: during impaction, the terminal part of the instrument detached from the handle. It was possible to separate it from the cup as the implant was not yet fixed into the acetabulum. A secondary instrument, same reference, was available in the second set present in the or and it was used to impact the definitive cup. Surgery completed successfully.